Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins). It was reported the patient stated the ins was shutting off on them. The hcp was not with the patient to do troubleshooting. No symptoms or complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep and confirmed with the hcp. It was discussed with the patient how to utilize the patient programmer. They discussed frequency of charging. They also looked at the 8840 monthly calendar to see how many days they charged and was without therapy. Due to high ma and the patient's frequency of charging the physician believes that they need to increase their days of charging and that the ins became depleted due to infrequent charging. It was unknown if the issue was resolved. Patient weight was not known. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a health care professional (hcp) via the manufacturer representative (rep). It was reported that the ins was turning off/therapy would turn off. It was believed that the patient was not charging long enough because patient was on high settings (10v). The patient felt like there was an issue with the battery because the therapy was turning off. Patient was told to come in to the doctor's office if the ins turned off. Rep met with the patient and the managing physician. They connected with the clinician programmer instead of the clinician tablet because the doctor wanted the usage information that is shown on the clinician programmer including the times of the day when the ins is on a specific group and the times when the ins is low. The rep asked if that information was accessible via the tablet, and it was reviewed for the rep that the information was not available on the tablet. It was stated that the patient charges every three days , the charging sessions were performed when the battery depletes to the 25% quartile. The left ins showed it was at 100% of the time when using the clinician programmer. They also interrogated that right side with the clinician programmer and it showed 97% of the time therapy is on, but it also showed no data in the calendar. Th rep stated that the ins had not been interrogated with a clinician programmer prior which would have cleared the data. The rep also checked the recharging information which showed one 7 hour session and then three days later, a 6 hour charging session, indicating the patient was using stimulation and charging the battery as the caller indicated it was typical for the patient. It was reviewed for the rep that there was no explanation for the reason that there was no data in the calendar on the clinician programmer. The rep indicated that the doctor did not want to use the tablet because of the different data that was available. The rep did not explicitly make a claim that they wanted this to be changed about the tablet application but if all usage information that could be access using the clinician programmer was available in the tablet app , the doctor would have switched back. The specific data that the doctor wanted which is available on the clinician programmer is: the time at which a group is active on a given day (not just a % for the day) and the time at which the battery level was low. Rep noted that the patient's ins's had been updated /extended to the 15 years' service life. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
Updated from product problem to product problem and adverse event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of event was updated and is an approximate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer via the manufacturing representative indicating that their therapy was shutting itself off, there were a couple occurrences in (B)(6) and once in (B)(6). Issue is on the right and left implant. Patient does have high settings, thus, suspicion is that implant likely depleted, but patient is stating that they were able to turn therapy back on with patient programmer. Device usage and data have been wiped out, thus not available for analysis. Impedance checks show normal range. It was suggested that the rep have the patient monitor document each incident, then when she meets with the patient again she can check device usage, and if needed rep can get medtronic data file. Recharge interval: left implant: 10 volts 90pw 130hz 643 ohms 4.63 days low, 6.18 day empty. Right implant: 10 volts 90pw 130 hz 829 ohms 5.72 low, 7.62 days empty. No further complications were reported or anticipated with this event.